Manufacturer narrative:
The field service representative inspected the alinity c processing module and determined the ict modle was the likely cause of the issues. The ict modle was reseated and the issue was resolved. No additional result issues have been documented since the service activity. The ict module is used for analysis of electrolytes on the alinity c processing module. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of tracking and trending of the alinity c processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict modle did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) or ict modle was identified. All available patient information was included. Additional patient details are not available. Corrected information section g1 - contact office email.

Event description:
The customer observed a falsely elevated sodium and chloride results generated on the alinity c processing module for one sample. The following results were provided: sodium result was 190 and chloride result was 140, repeat on another instrument was normal, repeat on same instrument now normal . No impact to patient management was reported.

Event description:
The customer observed a falsely elevated sodium and chloride results generated on the alinity c processing module for one sample. The following results were provided: sodium result was 190 and chloride result was 140, repeat on another instrument was normal, repeat on same instrument now normal no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.